Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture and low impedance. A fluoroscopy revealed the lead dislodged. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was in good condition post procedure.